Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted along with the concurrent procedure of mesh revision/removal. It was reported that the patient underwent a hysterectomy in 2011. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-04326 and 2210968-2013-33526 the same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-04326. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat intrinsic sphincter deficiency. The outcomes attributed to the device were pain, recurrence, and urinary problems. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-04326. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent a hysterectomy, bso, lysis of adhesions and mesh excision on (B)(6) 2011, due to menometrorrhagia, urge incontinence and exposure. No additional information was provided.